Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.0/2.5/135 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2023. On (B)(6) 2023 patients 9 week post repositioning, lens did not rotate again. Problem resolved. Cause of the event is reported as patient related factor and device: length not appropriate to white to white measurement.